Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, a root cause can not be determined. The device review history (DHR) for the subject lot was reviewed, and no abnormalities were found. A complaint review was conducted for this lot and indicates this to be an isolated event. A steris product specialist confirmed that user facility personnel were over-tightening the irrigation adaptor subsequently causing the threading to tear and the reported leaking to occur. The instructions for use states, "attach the single use endogator connector to the gi endoscope's auxiliary water port by engaging the threads and turning slowly until you feel resistance." The steris product specialist performed in-service training on the proper use and handling procedures for the irrigation adaptor and specifically not to overtighten. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported via medwatch mw5117588 that the irrigation adaptor that connects the irrigation tubing to the endoscopy tower leaks. No report of injury.